Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6) medical center. Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e1 (event site name). It was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called to request assistance with a gas loss alarm. She stated the pump had a gas loss alarm and had been in standby for 21 minutes. Esp member had her properly troubleshoot the alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated. We encouraged customer to call back should the alarm go off several times in an hour so we could troubleshoot it together. We collected product surveillance information.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had gas loss alarm and had been in standby for 21 minutes. No patient harm or injury reported.